Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to oily motor.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump alarmed motor error again while checking the alarm history. The insulin pump was returned for analysis.